Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of missing depth markers is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted, one silicone end cap, one statlock stabilization device in a sealed pouch, one 14 g IV introducer needle, one two-piece nxt connector assembly in a sealed pouch, and one attachable suture wing in a sealed pouch were returned for evaluation. An initial visual observation showed the returned catheter was missing all depth markers. No obvious evidence of use was observed on the returned kit components; however, small amount of a reddish-brown residue was observed within the catheter. The investigation was forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿no graduations and markings were found on the catheter¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual evaluation performed at vad lab the following was concluded: the stiffening stylet/flushing hub was found to be assembled in the catheter; however, there were no printing marks along the entire shaft of the catheter. No damage or use residues were observed throughout the sample. This condition was caused during the printing process. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of redv1893 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that no graduations and markings were found with the catheter when pre-flushing it. The device was not used on the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1893 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that no graduations and markings were found with the catheter when pre-flushing it. The device was not used on the patient.